Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. The following sections were updated: a1, d4, d10, g4, g7, h2, h3, h4, h6, and h10. The device is an olympus asset and the olympus service center identified that the thermal fuse was broken. It is assumed the fuse was blown due to the overheating of the device. It is presumed that the cause of the overheating was that the light source was used in an environment where air intake and/or exhaust conditions were poor, such as when the user put other equipment near the intake and exhaust ports. The proper installation of the equipment is described in the instruction manual: the light source ventilation grill and openings should be clear of ancillary equipment. Blockage can cause overheating and equipment damage.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.the following fields have been populated: d5, d8.correction to g3 of the initial medwatch. The aware date should be 28-oct-2020.olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
Olympus found that the thermal fuse of the device was disconnected. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.